Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a ¿hi¿ reading on the meter, indicating a blood glucose over 600 mg/dl. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter reviewed the pump settings with a customer technical support representative and found that the pump¿s am and pm settings had been reversed. The patient is prompted to confirm the time and date of the pump when the pump is powered on. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump as a result of use error.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.